Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were experiencing pain at the implant site, but had decided to leave the ins until their scheduled replacement on (B)(6). However, on (B)(6) the patient noticed a bulge on their hip bone which was painful and sore where their tailbone and spine were. The patient went to the ER where blood work and x-rays were performed, but no results were provided by the patient. The patient was advised to continue working with their healthcare provider (hcp) regarding their symptoms. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Product ID: 3093-28, lot# va035nt, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: va035nt, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient was having the leads and ins taken out because of pain at the implant site. The pain was reported to have started "a week and a half or 2 weeks ago." The patient confirmed that the ins was not depleted, but indicated that they did not think that the wire was in the right place* and that they use a lot of power. The patient further indicated that there was no loss of therapy and that "this thing works." The patient indicated that the plan was to move the device to the other side, but a new ins would be used when this was done. The revision was not reported as scheduled at this time, but is planned. Additionally, the patient indicated that the device doesn't help 100%, but helps about 70%and indicated that they were pleased with therapy. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had their device replaced in july. Patient reported the implant died and created a bump on their hip bone in front. Patient reported they were sent to the hospital and they did an x-ray. Patient reported the bump showed up on the x-ray. Patient said the doctor did a CT scan with contrast and they still didn't know what the bump was. Patient said the doctor and the tech for the machine didn't know what the bump was. Patient said they had always had a flat stomach, but at the time they looked like they were 3 months pregnant. Patient was worried about the bump. Patient reported they had back surgeries in the past, but had never felt like they were going to fall. Patient though the bump was affecting their back and legs. Patient reported it had never been like that before. They stated they walked like they were drunk and felt like their legs were going to come out from under them. Patient reported when the ins started dying, they started feeling pain and burning. Patient reported they could feel the bump through their clothes and they didn't have it prior to the ins dying. Patient wanted to know what the bump was. Adverse events were reviewed. It was reviewed the manufacturer does not have healthcare providers on staff and that the patient needed to work with their healthcare provider to determine what the bump is. Patient reported they were going to ask for a biopsy. No further complications were reported or anticipated.